Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 07jun2019. The field service engineer confirmed the reported problem. The fse went onsite to perform troubleshooting, and was able to duplicate the failure. The fse replaced the power management (pm) printed circuit board (pcb) and tested the unit. The unit failed. The fse replaced the motor controller (mc) pcb and tested the unit . The unit failed. The fse ordered parts and will return to complete the repair. The fse removed the new parts and installed the original parts back into the v60 unit. The fse replaced the speaker that plugs into the pm pcb. After this repair, the unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a primary speaker failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. Failure investigation was completed. The primary speaker assembly was returned for evaluation. Visual inspection revealed no signs of damage or contamination. The speaker assembly was installed into a test ventilator in attempt to duplicate the reported issue. Further investigation revealed that the primary speaker voice coil was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.